Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor(gold). Insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.